Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2003 - the pt was implanted with a bard mess during a pelvic procedure. The attorney's report alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request add'l info and if available, to request return of the device for evaluation. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has rec'd to date. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.

Manufacturer narrative:
Based on the additional information received, there is no way to determine if the mesh may have caused or contributed to the problems experienced and no conclusions can be made at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is an addendum to the initial report based on a review of the patient's medical records and the patient's legal fact sheet: on (B)(6) 2001--patient was implanted with an unknown pubovaginal sling. On (B)(6) 2003--patient was diagnosed with stress urinary incontinence, status post an unknown failed sling placement and underwent cystoscopy, ureterolysis, bladder bleeder fulguration and a implant of a davol flat mesh made into a sling. Per operative details, "there were intimate adhesions and a tiny laceration of the bladder." On (B)(6) 2003 --patient underwent cystoscopy, ureterolysis and davol flat mesh sling release due to voiding dysfunction. Per operative report details "there was no evidence of sling erosion." On (B)(6) 2013 --patient was diagnosed with eroded vaginal sling with bladder calculus and underwent excision of eroded sling with cystolithotomy along with suprapubic tube placement. Of note "there was no evidence of overt infection of the sling." On (B)(6) 2014 - patient underwent a hernia surgery. On (B)(6) 2013, (B)(6) 2014 --patient was diagnosed with urinary incontinence, dysuria, incomplete emptying of bladder and underwent cystoscopy with injection of "durasphere" bulking agent. Per the patient's legal fact sheet, alleged outcomes attributed to device: pain, dyspreunia, recurring infections, recurring incontinence, and erosion.